Event description:
A caller reported occlusion alarms, and their blood glucose level displayed as "high," though the specific value was unknown. The occlusion event caused the customer's blood glucose level to exceed 500 mg/dl. To address the high glucose level, the customer administered a correction injection using multiple daily injections. They also resolved the issue by changing the infusion set and cartridge before resuming insulin. Tandem technical support was set to complete a pump system check.